Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for analysis. Visual inspections were performed on the returned device. The separation was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the whisper guide wire was advanced in the patient anatomy, to the heavily calcified popliteal artery. While using laser atherectomy during the procedure, the laser cut the whisper guide wire in two pieces while in the popliteal artery. A snare device was used to remove one separated segment of the guide wire. The other separated portion of the guide wire was not able to be retrieved with the snare device. An unspecified stent was implanted to embed the separated segment of the guide wire in the popliteal artery. Although there was a delay in the procedure, it did not result in significant impact to the patient. The patient is in stable condition. No additional information was provided.